Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during an egd (esophagogastroduodenoscopy) procedure within the stomach performed in (B)(6) 2011. According to the complainant, prior to use, the forceps device looked fine so it was used to successfully obtain two biopsies. However, when the device was withdrawn from the scope at the conclusion of the case, the jaws reportedly "looked odd." Reportedly, the device was removed without issue, but the jaws were open at different angles. Upon further inspection the jaws were found to not open, and the wire holding the jaw upright had snapped. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination found that the device returned with one pullwire broken. Material analysis revealed that the fractured part exhibited characteristics of a bending/tension overload event. The fractured surface presented transversal cracking, and several zones containing dimples ruptures. No material anomalies were found. The device welding and riveting were found to be within manufacturing specification. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that a wire had snapped. Based on the material analysis, the pullwire fracture occurred due to a bending/tension overload. Therefore, the most probable root cause is operational context as the observed damage likely occurred due to anatomical/procedural factors which limited the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during an egd (esophagogastroduodenoscopy) procedure within the stomach performed in (B)(6) of 2011. According to the complainant, prior to use, the forceps device looked fine so it was used to successfully obtain two biopsies. However, when the device was withdrawn from the scope at the conclusion of the case, the jaws reportedly "looked odd." Reportedly, the device was removed without issue, but the jaws were open at different angles. Upon further inspection the jaws were found to not open, and the wire holding the jaw upright had snapped. There were no patient complications reported as a result of this event.